Event description:
It was reported that the patient visited the diabetologist assistant office due to diabetic ketoacidosis (dka) stomach cramps, vomiting and high blood glucose (bg) levels of 491 mg/dl, while wearing the pod on the arm between 5 and 24 hours. The pod had fallen off, dislodging the cannula from the infusion site. As treatment, manual insulin injections were administered and drank lots of water. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported medical intervention and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.